Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose level reached 17 mmol/l (306 mg/dl), while wearing the pod for less than 1 hour on the abdomen. The device was originally reported for leaking insulin. Investigation of the device found a tear in the exposed portion of the soft cannula. As treatment, a new pod was successfully applied.